Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed the reported "system error 322," caused by loose upper and lower latch switch bracket screws. The upper and lower auxiliary assemblies were replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a device displayed an error code 322" message. It was also reported that there was no pt incident.